Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported issue occurred due to a faulty igniter. However, the root cause could not be determined. This supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The lamp in the light source was noted to be a non-olympus part. The lamp did not ignite due to an ignite issue. Additionally it was noted that the front panel and connector was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source did not turn on. The lamp did not light. There were no reports of user harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The following fields have been updated: b3, b5, e2, e3 and g2.

Event description:
The following additional information regarding the event was received: it reported that during an unspecified therapeutic procedure, the lamp of the light source device did not light. It is unknown if the device was inspected prior to use. There was an unspecified delay to replace the defective device. The procedure was completed with no patient harm.